Event description:
The patient reported severe skin irritation while using an mcot device with universal patch configuration (electrode lot # u604602). The patient experienced itching and blisters/welts. The patient sought medical treatment and was treated with prescription medication (topical steroid). The patient has a history of skin sensitivity/allergy to all metals except gold. The patient did not follow standard skin preparation steps; instead, per instructions from the doctor's office nurse, the patient applied an ointment for 30 minutes, then washed using a pad provided to scrub the skin before applying a new patch.

Manufacturer narrative:
The patient reported severe skin irritation while using an mcot device with universal patch configuration (electrode lot # u604602). The patient experienced itching and blisters/welts. The patient sought medical treatment and was treated with prescription medication (topical steroid). The patient has a history of skin sensitivity/allergy to all metals except gold. The patient did not follow standard skin preparation steps; instead, per instructions from the doctor's office nurse, the patient applied an ointment for 30 minutes, then washed using a pad provided to scrub the skin before applying a new patch. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient used improper application techniques and has a history of skin sensitivity/allergy to all metals except gold. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.